Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, device property of none, device in possession of none what is the lot number? Lot number rlbecj. Please advised the number of products involved in the event ? 2 eaches were damaged & to be replaced was the packaging of the product damaged? Package damaged by dermabond glue. If yes, was the sterility of the device compromised? Both eaches were compromised product disposed of by the customer I have no photo a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No product is available for return. Note events reported on mw# 2210968-2022-03076.

Event description:
It was reported upon opening of adhesive product on an unknown date. Adhesive split and leaked out over eaches in box compromising sterility. Additional information has been requested.